Manufacturer narrative:
(B) (4) = torn iris valve, torn lower ring, torn sleeve attached to lower protector the ld111 instrument was noted to have the iris valve, the sleeve and the lower protective ring torn. The damage starts on the outside edge of the lower protective ring. A potential cause of the damage found is the contact of the instrument with sharp objects. In order to avoid this occurrence in the future do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur. Additionally, do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hals colectomy procedure, the iris seal sheath tore while fixing of the abdomen. Unknown how case was completed. There were no adverse consequences for the patient.